Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was completed using a proglide device via a 6f sheath after an unspecified procedure. Reportedly, the patient presented with a "cold leg". The patient was air lifted to a different hospital where a vascular surgeon performed an endarterectomy and thrombectomy procedure and found that the proglide suture had captured the back wall of the artery. The vessel was repaired and hemostasis was surgically achieved. A clinically significant delay in the procedure was reported due to the patient being transported to an additional hospital for treatment and extending hospital stay. The patient is reported to be in stable condition. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, sus voluntary report event #(B)(4) was received stating: it appears that the suture process closed off the artery resulting in limited blood flow. Pt had decreased pulses and attempt to cross the stenosis with a balloon by the provider was unsuccessful. The pt was airlifted to another facility and a receiving vascular surgeon performed an endarterectomy and thrombectomy with success. Pt is stable post-operatively. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The reported back wall stitch, patient effect of diminished pulse and subsequent treatments appear to be related to procedure circumstance. The reported patient effects of occlusion, thrombosis and tissue damage is a known inherent risk of the procedure. Occlusion, thrombosis and tissue damage (vascular injury) are listed in the proglide instructions for use as potential adverse events. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Sus voluntary report event (B)(4).